Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had to go to the hospital in (B)(6) because she was unable to bring her blood glucose level down. She changed her infusion set three times. Customer's blood glucose level was over 600 mg/dl. The customer had difficulty breathing, had frequent urination, and acid reflux. The customer attempted to bolus to treat her high blood glucose level. The customer experienced a hyperglycemic event. The customer was wearing the insulin pump the entire time. The infusion set cannula was crimped. Irritation was under the infusion set's adhesive. The device was not returned.